Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting accelerated battery depletion. During a recent follow-up, the device showed the remaining battery longevity was 6 months; however, recently declared elective replacement indicator (eri). A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed eri due to battery capacity. There was no low voltage fault declared, and no other suspicious faults or resets stored within device memory, and therapy delivery is unaffected. The device's hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return, as it was discarded by the hospital. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.